Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. After a guide wire was advanced, a 5.0mmx40mmx135cm sterling balloon catheter was advanced for pre-dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured due to the severe calcification. The device was completely removed from the patient and pre-dilatation was performed with a different balloon catheter. A stent was then implanted and the procedure was completed. No patient complications were reported.